Manufacturer narrative:
The daily alarm trace listed two sample pipetting alarms. The investigation found that the issue was caused by preanalytical handling, as there was a film on the sample.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient sample tested on a cobas e 801 analytical unit. The questionable result was reported outside of the laboratory. The serum sample is from the patient's cord blood. Sample (B)(6) had an initial result from an aliquot tube at 5:11 am of 0.0231 miu/ml. The repeat result from a sample cup at 10:08 am was 9.56 miu/ml. The reagent lot number is 551796. The expiration date was requested but not provided.